Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the compact air drive device motor seized, had jammed and was moving heavy. It was further determined that the device failed the following pre-tests: check the tool coupling, check tool coupling with attachment, check reverse locking mechanism, check triggers fwd/rev function, check for untrue running, check for excessive noise, check for air leak, check the rpm with speedometer min 850 rpm - max 1 050 rpm, check the rotations per minute (rpms) with test bench min.110 w- max 160w, check starting behavior and general condition. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.